Event description:
A malfunction alarm related to altitude was reported for the pump, with no adverse impact on the customer's blood glucose level. The customer had previously reported the same issue with the pump and was following precautions to prevent it. Technical support decided to replace the pump, which was still under warranty, and advised the customer on the steps to be taken upon receiving the replacement. They confirmed the shipment details and provided instructions for returning the problematic pump. Customer reverted to an alternative method of insulin therapy.